Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd ultra-fine¿ mini pen needles would not detach. The following information was provided by the initial reporter : the consumer reported not able to remove pen needle from insulin pen after injection. 2 pen needles affected. Dates of event : (B)(6) 2022 (1 pen needle affected). : unknown (2nd pen needle). Samples : available.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 3/1/2022. H.6. Investigation: customer returned (1) open 5mm, 31g pen needle without the tear drop label, inner shield, or outer cover. Customer states that they could not remove the pen needle from the insulin pen after injection. The returned pen needle was tested and was able to securely attach and easily detach from a pen. Root cause cannot be determined at this time as the issue is unconfirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 2 bd ultra-fine¿ mini pen needles would not detach. The following information was provided by the initial reporter : the consumer reported not able to remove pen needle from insulin pen after injection. 2 pen needles affected. Dates of event : (B)(6) 2022 (1 pen needle affected) : unknown (2nd pen needle) samples : available.